Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. Also, it was reported that the keypad cover was damaged prior to the change in responsiveness of the buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/05/2014 with the following findings: visual inspection revealed that the keypad cover was missing; this device failure indirectly contributed to the reported issue. Evaluation revealed that all of the keypad buttons were unresponsive: the reported issue was duplicated. The keypad flex cable was observed to be torn; this device failure directly caused the reported issue. Unrelated to the reported issue, the display screen visual was found to be discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.